Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high for more than four hours.the blood glucose level was 270 mg/dl at the time of the event and got treated with insulin pump. No further information available.